Event description:
A recurring issue with cartridge alarm 30 was reported by the customer, occurring first on (B)(6) 2025, and then again on (B)(6) 2025, each time with different cartridges while the pump was operational. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. To address the situation, technical support decided to replace the pump, and the customer agreed to use multiple daily injections (mdi) as a backup therapy. Instructions were provided for returning the problematic pump and receiving the replacement, which the customer understood and acknowledged.